Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found no damage that could have contributed to the difficulty to remove.

Event description:
It was reported that the balloon could not be withdrawn. The target lesion was located in the carotid artery. A 5.0mmx20mmx135cm sterling balloon catheter was selected for use. During the procedure, a non-bsc guidewire directed the balloon to the c6 segment, where it was released as planned. After the release, the balloon was retracted, but during the retraction, it became blocked and could not be fully withdrawn. The procedure was completed with another of the same device. There were no patient complications reported. The patient status was stable post procedure. It was further reported that the 85% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. The balloon was deflated, and the non bsc guidewire and sterling device was removed together as one unit.

Event description:
It was reported that the balloon could not be withdrawn. The target lesion was located in the carotid artery. A 5.0mmx20mmx135cm sterling balloon catheter was selected for use. During the procedure, a non-bsc guidewire directed the balloon to the c6 segment, where it was released as planned. After the release, the balloon was retracted, but during the retraction, it became blocked and could not be fully withdrawn. The procedure was completed with another of the same device. There were no patient complications reported. The patient status was stable post procedure.